Manufacturer narrative:
B3, b6, d11: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a prostar device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during advancement, the needles weren't able to be deployed or backed down with the handle and the device became stuck. A surgeon was called in to perform cut down surgery to remove the prostar device from the patient anatomy. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.